Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2002 - the patient was implanted with a bard/davol mesh during a vaginal surgical procedure. (B)(6) 2006 - the patient was implanted with multiple non-davol mesh products for the treatment of anterior and posterior prolapse stress urinary incontinence. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.